Manufacturer narrative:
This report is being submitted to correct h7 and h9. H7 and h9 were inadvertently entered on the initial report. The fields are being corrected to remove the incorrect information previously provided. Additional information was added in d10. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a root cause could not be determined. However it is likely that the distal cover was insufficiently attached to the subject device, which made the cover easy to come off the device. The user can detect/prevent the suggested event by following instructions for use (IFU) below: detection method is described in 4.1 of chapter 4 in operation manual. Preventive measure is described in 3.5 of chapter 3 in operation manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that single use distal cover fell off of the duodenovideoscope and was found in the patient's mouth. The procedure was able to be completed with no issues. There were no reports of patient harm. This report is related to linked patient identifier (B)(6).